Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds.

Event description:
It was reported that the patient coded with five minutes of asystole. The right ventricular (rv) lead exhibited non-capture. The rv outputs were programmed sub-threshold with rv capture management programmed to monitor only. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2014, rv capture threshold has risen from 1.5v to greater than 2.5v and is consistently above 2.5v. Loss of capture cannot be identified. (B)(4).